Event description:
It was reported to gore a 30mm gore® cardioform septal occluder was implanted on (B)(6) 2016 to treat an atrial septal defect with multiple defects. At implant the residual shunt was stated to be small. The physician stated that the implant went perfectly, and he achieved a satisfactory result at the time. It was reported the patient was still found to have right heart enlargement and a significant shunt when followed up recently, date unknown. On (B)(6) 2024, a reintervention took place. A 44mm gore® cardioform asd occluder was used and positioned into place. The device was locked and released and implanted successfully. The physician did state that there was a separate tiny fenestration still visible inferior to the device after implant which he deemed acceptable. The patient was doing well upon discharge.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: repeat procedure to the septal defect w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.